Event description:
It was reported that the patient had a low speed advisory on (B)(6) 2021. There were no symptoms related to the alarms. The log file captured a singular low speed event of 5850 rpm on (B)(6) 2021 at 3:15 while using the patient cable. The patient has had a previous clamshell repair and was using the blue grounded cable. Assessment of the driveline looked intact except for area near clamshell repair where rescue tape was applied. The low speed alarm was unable to be recreated. The patient was sent home and will continued to be monitored for alarm reoccurrence and if it occurs on the power module patient will be switched to batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a low speed advisory on (B)(6) 2021. There were no symptoms related to the alarms. The log file captured a singular low speed event of 5850 rpm on (B)(6) 2021 at 3:15 while using the patient cable. The patient has had a previous clamshell repair and was using the blue grounded cable. Assessment of the driveline looked intact except for area near clamshell repair where rescue tape was applied. The low speed alarm was unable to be recreated. The patient was sent home and will continued to be monitored for alarm reoccurrence and if it occurs on the power module patient will be switched to batteries.

Manufacturer narrative:
Section b5: rescue tape was applied in MFR #: 2916596-2019-06023; clamshell repair was performed in MFR #: 2916596-2021-02979. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low speed operation event; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 12dec2021 through 12jan2022 and 21dec2021 through 25jan2022. A low speed operation event was captured on 13dec2021 that was associated with a low speed advisory alarm. The pump regained speed on its own following this event and remained at or above the low speed limit for the remaining duration of the files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, outlines all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7, ¿alarms and troubleshooting¿, outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot alarms. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from 12jan2022 log files found no further alarms or advisories, or additional events. The site stated that there was no evidence of anything passing through the pump. The patient was stable.